Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The complaint/event involved an unspecified microclave device. The reporter stated that a 5 month baby was receiving intravenous (IV) parenteral nutrition (pn) via a central line when a leak was found at the microclave connector attached to the end of the patient's central line. A triple lumen extension line (fsb1274) was then attached to the central venous catheter (cvc)/microclave. The pn was attached using a giving set and spinning spiros to one of the lumens of the triple extension. Initially, when the line was flushed with saline there were no obvious problems, however, an hour into the infusion there was obvious leaking of the pn into the casing of the microclave and leaking of the device, possibly due to a crack in the device. The issue was not detected prior to direct patient use. The length of time device was in use was unknown. Type of procedure is parental nutrition. IV central line administered nutrition medication involved. There was no serious injury/death, nor blood loss, no unprotected chemo exposure and no med/surg intervention required. There was delay in an unspecified critical therapy. The device was changed out/replaced with no further problems encountered. Additional information stated that "pn was stopped and disconnected which meant the child did not receive their tailored feed/calories/glucose/electrolytes and minerals¿. The patient then dropped their blood sugar levels extremely quickly and suffered a hypoglycemic episode. There was patient involvement, but no patient harm.

Manufacturer narrative:
One used device was returned for evaluation. As received the silicone seal was observed to have damage to the top seal. No mating device was returned. Subsequent investigation and disassembly revealed that the seal had been torn typical of access with an incompatible mating device which can result in internal leakage. There was evidence of leakage between the spike and the seal. Customer complaint of leaking is confirmed. The probable cause of the silicone seal damage is access with an incompatible mating device during use. The dfu states:needlefree connectors are compatible with iso male luers having an internal diameter between 0.062 inches (1.58 mm) and 0.110 inches (2.8 mm) lot history review could not be conducted because no lot number(s) was/were identified. Additional information d1 and d4 section.